Event description:
The complainant alleged that a 25 year old male pt was defibrillated 6 times with the unit using a multi-function cable and pad. On the seventh defibrillation attempt, the unit did not discharge and an "electrodes off" message appeared on the monitor. The clinicians removed the multi-function cable, installed external paddles, and defibrillated the pt three more times at 360 joules. The pt subsequently expired. The complainant has indicated that the pt's death was not related to the reported malfunction. An autopsy of the pt revealed that he had a pulmonary embolism and a metabolic chemistry problem.